Event description:
On (B)(6) 2024, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler who experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with escherichia coli in the culture and a wbc count of 146/mm3. The patient was diagnosed with peritonitis due to constipation and/or potentially a break in aseptic technique. It was explained the patient¿s constipation was due to poor fluid intake and the break in aseptic technique included not wearing a mask during pd setup and treatments. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 1500 mg every three days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The patient remained on ccpd therapy on the same liberty select cycler at home following this event. On (B)(6) 2024, the patient¿s symptoms intensified, and she was taken to the emergency department leading to hospital admission with the same diagnosis of peritonitis. Antibiotics prescribed to the patient to address her infection by the admitting facility were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius device) was removed during this hospitalization due to the nature and severity of her infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (assumed to be a fresenius device, unknown model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event while she remains hospitalized and awaiting discharge to a rehabilitation facility. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy while admitted to the rehabilitation facility with a provided hd device and will continue with in-center hd therapy upon discharge to home. The patient will be reevaluated in 6 to 8 weeks to determine if a pd catheter can be replaced to resume ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The reported cause of this event included a probable break in aseptic technique during pd therapy and/or a likely event of a transmigration of bowel flora due to constipation. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 2/feb/2024, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler who experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with escherichia coli in the culture and a wbc count of 146/mm3. The patient was diagnosed with peritonitis due to constipation and/or potentially a break in aseptic technique. It was explained the patient¿s constipation was due to poor fluid intake and the break in aseptic technique included not wearing a mask during pd setup and treatments. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 1500 mg every three days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The patient remained on ccpd therapy on the same liberty select cycler at home following this event. On (B)(6) 2024, the patient¿s symptoms intensified, and she was taken to the emergency department leading to hospital admission with the same diagnosis of peritonitis. Antibiotics prescribed to the patient to address her infection by the admitting facility were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius device) was removed during this hospitalization due to the nature and severity of her infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (assumed to be a fresenius device, unknown model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event while she remains hospitalized and awaiting discharge to a rehabilitation facility. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy while admitted to the rehabilitation facility with a provided hd device and will continue with in-center hd therapy upon discharge to home. The patient will be reevaluated in 6 to 8 weeks to determine if a pd catheter can be replaced to resume ccpd therapy on the same liberty select cycler at home.